Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to multi-organ failure. The pt was very sick post implant and did not get discharged from the hospital after implant. An autopsy was not performed.

Manufacturer narrative:
The pump will not be returned to the MFR for evaluation as an autopsy was not performed and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.